Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as an open sore. The patient's doctor advised the patient could remove the lifevest and use anti-itch cream. Follow up was completed and the skin irritation was improving.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information from the distributor: patient reported the open sores and blisters have healed; however, the patient had scarring. A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as an open sore. The patient's doctor advised the patient could remove the lifevest and use anti-itch cream. Follow up was completed and the skin irritation was improving.